Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported during testing that the device had a bubbled and unattached dso seal. Damaged internal battery door latch compartment as well. The event occurred during testing. There was no reported patient involvement.

Manufacturer narrative:
H3 and h6 ¿ updated. One suspected device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found that the upstream occlusion (uso) seal and downstream occlusion (dso) seal was noted to be delaminated. Dso and uso seal will be replaced. The customer complaint was confirmed. The probable cause cannot be determined.